Event description:
A nurse removed the head section of a surgical table and placed it upside down on top of the table. While doing this, her finger was between the two pieces of the head section¿s radiolucent top, and she accidentally hit the gas shock release lever. This resulted in a broken index finger.

Manufacturer narrative:
The head section was evaluated by a berchtold field service representative on january 20, and found to be operating as designed.